Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the left s1 lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing a complete loss of coverage in their left foot. Diagnostics indicated left s1 drg lead had high impedances. As a result, surgical intervention may take place at a later date to address the issue.